Manufacturer narrative:
(B)(4).

Event description:
It was reported that the event involved a patient, 173cm in height. In the ccu (cardiac care unit) the medical doctor (md) inserted the introducer needle into the patient's right femoral artery. The md passed guidewire through the needle and then removed needle. The md passed the dilator over guidewire through the skin and subcutaneous tissue, and into artery. Then the md removed dilator and inserted the catheter over guidewire. The md found blood went into sterile protective sleeve and leaked out from sleeve. So, the md removed the catheter immediately and inserted a new catheter into the same insertion site. It was reported that the patient got well. There was no reported patient death, injury or complications. There was no reported delay or interruption in intra-aortic balloon pump (iabp) therapy. Additional information received on 12/09/2016 from the office in teleflex (B)(4): there was a leak in the clear sleeve. The hemostasis cuff was connected correctly, but the blood when into the sleeve and leaked out.

Manufacturer narrative:
(B)(4) the device was returned to teleflex for analysis and testing. The reported complaint of iab cuff leak is confirmed. The cuff leaked water when inserted into the t-tube and the iab was pressurized. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint and there are no new or revised risks. A non-conformance has been initiated to further investigate the cause of this issue.

Event description:
It was reported that the event involved a patient, (B)(6) in height. In the ccu (cardiac care unit) the medical doctor (md) inserted the introducer needle into the patient's right femoral artery. The md passed guidewire through the needle and then removed needle. The md passed the dilator over guidewire through the skin and subcutaneous tissue, and into artery. Then the md removed dilator and inserted the catheter over guidewire. The md found blood went into sterile protective sleeve and leaked out from sleeve. So, the md removed the catheter immediately and inserted a new catheter into the same insertion site. It was reported that the patient got well. There was no reported patient death, injury or complications. There was no reported delay or interruption in intra-aortic balloon pump (iabp) therapy. Additional information received on 12/9/2016 from the office in teleflex (B)(4): there was a leak in the clear sleeve. The hemostasis cuff was connected correctly, but the blood when into the sleeve and leaked out.